Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had high impedance on a system diagnostic test about two months after implant surgery. The impedance values taken two days later ((B)(6) 2016) were reportedly within normal limits. The patient's physician opted to perform an exploratory surgery to try and determine the cause of the high impedance. Prior to the exploratory surgery, impedance values were found within normal limits. X-rays had been taken and were reviewed by the physician and a manufacturer representative. The lead reportedly appeared positioned normally and no fractures were noted. The physician indicated the high impedance was based on the patient's position. No further relevant information has been provided to date.

Event description:
The patient's device was replaced during the surgery on (B)(6) 2016. Post-op impedance values after the replacement were within normal limits. The explanted lead was discarded after replacement.

Event description:
During follow-up, the patient's date of birth was provided and added to this report.